Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was a moderately calcified, 85% stenotic lesion in a moderately tortuous left anterior descending artery (lad). After predilation with a 2.5 x 20 mm torumo balloon the physician attempted to advance a taxus express2 3.5 x 32 mm stent. While advancing the stent some resistance was encountered and the stent was unable to cross the lesion. During the attempt to cross the lesion the shaft fractured. Consequently, the stent was never deployed. The physician removed the fractured catheter from the pt's body without any complications. The physician then completed the procedure with another taxus express2 3.5 x 32 mm stent. No pt injuries or complication were reported. Pt status is reported as "satisfactory/good".